Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that testing revealed a high impedance on the left lead during stage two of the deep brain stimulation (dbs) procedure. It was noted that it was difficult to remove the lead from the lead extension however physician was able to disconnect the devices after several attempts, however high impedance remained after further troubleshooting. It was noted that fellow physician tightened the lead extension screw down onto the lead causing a warp and damaging the lead as a result, physician opted to complete the stage two procedure. The patient underwent a procedure several weeks later where the dbs lead was replaced with another of the same model. Physical analysis of the dbs lead was not performed as it was retained by the facility. The patient has since then been initially programmed and is doing well post-operatively.